Manufacturer narrative:
Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
On (B)(6) 2025, the patient sought medical attention due to low glucose levels. The patient confirmed wearing the pod at the time for over 48 hours. The medical visit lasted four days, with discharge on (B)(6) 2025. Symptoms included dehydration and unable to eat related to gastroparesis. Blood glucose levels decreased to 20 mg/dl. The patient was treated with dextrose.